Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was missing the trigger shaft, trigger spring and trigger spring pin. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.